Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. There were no patient complications during the procedure. The patient's condition at the conclusion of the procedure was reported to be fine. According to the complainant, the patient experienced vaginal and right buttocks burn on (B)(6) 2015. The patient was seen by the physician two weeks after the procedure. According to the physician, the patient had an ash burn mark in her vagina and a line burn mark on her right buttocks. The patient was treated with silvadene cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.